Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that there was a calcode issue with her onetouch ultramini meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2014 at 04:00pm. The patient detailed that she manages her diabetes with oral medication, diet and exercise. The patient detailed that three hours after the meter issue occurred, she developed symptoms of ¿sweating, feeling anxious and dizzy¿ and that at 09:30am on (B)(6) 2014, she was treated with oral medication, by a healthcare professional (hcp) in an emergency room (ER). During troubleshooting the cca noted that when the patient was walked through changing the code, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.